Event description:
It was reported that the atrial lead exhibited loss of capture under sensing and insulation anomaly. The lead was not implanted and physician elects to use another lead.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: final analysis found dried fluid inside the inner coil. The inner coil became over torque resulting in coil deformation and twisted outer insulation.